Event description:
The customer reported being in the emergency room due to high blood glucose of 564mg/dl. The customer was vomiting and had ketones prior to his admission. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found two no delivery alarms. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked battery tube threads.